Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the prime/ compromised force sensor system alarm test at 3.5 pounds due to faulty force sensor resistor (gold). The pump a scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 7 mmol/l at the time of incident. The customer stated that the alarm occurred twice over several days and he bypassed it. The customer stated that the blood glucose over the weekend was high but was okay now. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.